Event description:
It was reported that occlusion alarms occurred. There was no reported adverse impact to the customer. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.

Manufacturer narrative:
Customer responded to tandem's multiple follow up attempts on (B)(6) 2026 and (B)(6) 2026. Customer clarified that occlusions had been ongoing and intermittent since mid (B)(6) 2026.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed the pump supplies and resumed insulin delivery. System check was performed by tandem technical support and no issues were identified. There was no adverse impact to customer¿s blood glucose level.